Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach fundus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. After unpacking, ligation could not be performed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the stomach fundus; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is intended for ligation of esophageal varices and anorectal hemorrhoids and the reported anatomy location is not described in the indications for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and visually inspected and found to have damaged teeth, with the ligator housing still containing all bands. The trip wire was kinked. Additionally, the suture wire was attached to the trip wire, the slack was taken up, and the handle showed evidence that the loop had been secured to the post. An attempt to insert the trip wire into the endoscope was unsuccessful because it was wrapped around the handle spool, preventing passage. However, the presence of the suture on the trip wire indicates that it had partially entered the endoscope. No other problems with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the stomach fundus; however, per the IFU, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction." Upon analysis, the marks on the ligator housing teeth suggest that the device may have been subjected to excessive force, resulting in damage. Alternatively, the damage could be attributed to the technique used during insertion through the patient, which may have caused the teeth to bend and impaired the handle's functionality when deploying the bands. Additionally, the trip wire was found to be kinked. This issue likely resulted from the way the device was handled and manipulated, which may have caused the reported failure. Excessive or improper manipulation without adequate care could have contributed to the defect observed. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach fundus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. After unpacking, ligation could not be performed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach fundus; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is intended for ligation of esophageal varices and anorectal hemorrhoids and the reported anatomy location is not described in the indications for use (IFU). Additional information received on august 25, 2025: it was clarified that the main problem of the device was the wire could not be pulled during unpacking, so it could not be set up.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on august 25, 2025. Block h6 has been updated to code device - device difficult to setup or prepare and trip wire misassembled deeming this a non-reportable scenario, due to additional information received on august 25, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach fundus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. After unpacking, ligation could not be performed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach fundus; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is intended for ligation of esophageal varices and anorectal hemorrhoids and the reported anatomy location is not described in the indications for use (IFU). Additional information received on august 25, 2025: it was clarified that the main problem of the device was the wire could not be pulled during unpacking, so it could not be set up.